Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz0056 showed twenty-four other similar product complaint(s) from this lot number.

Event description:
It was reported that a breach was found with the connection with the oversleeve portion of the extension tubing of the catheter during catheter placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged strain relief sleeve was confirmed, but the cause is unknown. Per observation of the returned photograph, the tip of the sleeve appeared to be damaged, although a specific root cause could not be identified due to the quality of the photograph. Possible contributing factors include procedure technique and damage during handling or use. Further evaluation will be conducted if the physical sample is returned at a later date. Device not returned for evaluation.

Event description:
It was reported that a breach was found with the connection with the oversleeve portion of the extension tubing of the catheter during catheter placement.